Manufacturer narrative:
The complainant was unable to provide the product ID or lot number. As a result, the UDI could not be identified. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the foley spontaneously fell apart from the drainage bag while in use with a patient from the cardiac surgical intensive care unit. There was no tension on the tubing or drainage bag whatsoever. The green tape was still intact. There was no patient injury. No further information is available.

Manufacturer narrative:
A lot number was not provided therefore the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample analysis could not be completed as a device was not returned for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. The investigation will be reopened if a sample is received at a later date. As part of continuous improvements, a corrective action has been opened to investigate and address the reported condition further. The results of the investigation will be documented through the CAPA. This complaint will be used for tracking and trending purposes.